Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received information regarding a cartridge luer lock that became disconnected from the infusion set multiple times. Customers' blood glucose level was impacted.